Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-24 additional information was received from the healthcare provider stating the patient did experience retention prior to the device, it had not worsened as a result of the device, and catheterization was their standard of care. The patient has a follow-up visit in 4 to 6 weeks and the issue was not yet resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that patient called to request assistance with adjusting therapy settings. Patient said as of a couple of months ago they started to have return of urinary retention symptoms. For the past month or month and a half, they've had full return of urinary retention symptoms. Patient said they were initially on settings that helped manage their symptoms well, but then had those settings adjusted by someone. Patient did not have prior settings noted anywhere. Patient mentioned they had worked with manufacturing representative (rep) who set up program a and told them that because of their diagnosis, the other programs wouldn't work because they utilized one contact. Agent reviewed therapy expectations and general programming guidance with the patient. Patient chose to stay on program a and adjusted amplitude from 0.6 ma to 0.7 ma. They confirmed being able to feel stim, but only slightly. Patient decided they wanted to try out this new setting for a week, then re-evaluate. Patient would continue to monitor symptoms.